Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube had "too much" suction and overfilled during use. The patient had to be redrawn as a result. Medwatch report# mw5092606 was filed in response to this event. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " bd vacutainer 2.7ml blue top tubes overfill. This causes the pt to have to be redrawn. The suction in the tube is too much and pulls too much blood."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube had "too much" suction and overfilled during use. The patient had to be redrawn as a result. Medwatch report# mw5092606 was filed in response to this event. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " bd vacutainer 2.7ml blue top tubes overfill. This causes the pt to have to be redrawn. The suction in the tube is too much and pulls too much blood."